Manufacturer narrative:
Qn# (B)(4).

Event description:
The inserting clinician reported that the luer lock connection broke off from the tubing (provided in the statlock pouch). No patient harm reported. The patient's condition is reported as fine.

Event description:
The inserting clinician reported that the luer lock connection broke off from the tubing (provided in the statlock pouch). No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one anchoring device and lidstock for evaluation. Signs of use in the form of biological material were present in the hub and tubing. Visual inspection of the device revealed the luer hub had disconnected from the tubing of the device. A device history record review was performed and did not reveal any relevant findings. The complaint of a luer hub fitting separated was confirmed by visual inspection of the returned sample. The luer hub was found to be separated from the device tubing. A device history record review was performed and did not reveal any relevant findings. Based on the customer description and sample returned, the probable root cause is supplier related issue. A non-conformance was initiated to further investigate this issue.